Event description:
It was reported that, "the stem inserter will not fully seat down onto the rejuvenate stem. It seats only once in every 10 surgeries. I have (5) 1601-1600 stem inserters and they do it all, even when they are brand new. It is not a user error."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.